Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Trunk-ipsilateral leg and contralateral leg components were deployed, and an aortic extender component (pla360400j/14992941) was implanted proximal to the trunk-ipsilateral leg component. The patient tolerated the procedure. Later, a follow-up revealed a proximal type I endoleak. On (B)(6) 2017, a reintervention was performed whereby two aortic extender components were implanted to treat the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure.